Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." This report filed (B)(4), 2011.

Event description:
Patient's legal counsel reported that the patient underwent total knee arthroplasty on (B)(6), 2008 and alleges that a subsequent revision total knee arthroplasty procedure was performed on (B)(6), 2009 due to loosening and chronic pain. Details regarding the components implanted on (B)(6), 2008 were confirmed by a review of invoice history; however, invoice history did not reveal details regarding the revision procedure reported. No further information concerning what was removed and replaced during the revision procedure has been provided to date.